Event description:
It was reported that during a percutaneous coronary intervention stent dislodgement occurred. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified mid left anterior descending (lad). The lesion was pre-dilated using a 2.5x20mm and 3.0x20mm maverick balloons. The physician attempted to deliver the 3.00x28mm promus element to the target lesion but encountered resistance crossing the lesion. When the device was advanced across the lesion the physician noted no stent was on the balloon. The physician was able to locate the dislodged stent in the guide catheter using angiography. Stent was removed and the procedure was completed with another of the same device. No additional patient complications were reported and the patient's current condition is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
A visual and microscopic examination of the device identified that only the stent of this device was returned to the complaint investigation site (cis). The stent was damaged along it¿s length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is use error, this device was not used per the directions for use (dfu) / product label. The dfu states ¿an unexpanded stent should be introduced into the coronary arteries one time only. An unexpanded stent should not be subsequently moved in and out through the distal end of the guide catheter as stent or coating damage or stent dislodgment from the balloon may occur". (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention stent dislodgement occurred. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified mid left anterior descending (lad). The lesion was pre-dilated using a 2.5x20mm and 3.0x20mm maverick balloons. The physician attempted to deliver the 3.00x28mm promus element to the target lesion but encountered resistance crossing the lesion. When the device was advanced across the lesion the physician noted no stent was on the balloon. The physician was able to locate the dislodged stent in the guide catheter using angiography. Stent was removed and the procedure was completed with another of the same device. No additional patient complications were reported and the patient's current condition is stable. This product is only ous approved but it is similar to an approved us device.